Manufacturer narrative:
Ge healthcare has completed its investigation and determined that the injury resulted from a missing screw on the tube cover. The absence of this screw caused the plexiglass section of the tube cover to protrude approximately 2.5 mm, creating an exposed sharp edge. During operation, while the technologist was holding the upper portion of the collimator handle and rotating the collimator, their hand came into contact with this sharp edge, leading to the injury. The root cause for the missing screw could not be conclusively identified but may have been caused during a prior servicing event when the cover was removed. To correct this issue, the ge healthcare field engineer installed a replacement screw on the tube cover. No additional actions are deemed necessary at this time.

Manufacturer narrative:
Ge healthcare investigation is ongoing. A follow-up report will be submitted when the investigation has been completed. Legal manufacturer: hcs wso - 3000 n grandview blvd. USA waukesha, wi 53188.

Event description:
On (B)(6) 2025, a technologist at (B)(6) (USA) reported an incident involving the amx navigate mobile x-ray system. While positioning the x-ray tube for a patient examination, the technologist right middle finger was lacerated by a sharp edge on the collimator faceplate. The injury resulted in a 1.5-inch cut, which required six stitches. Based on the treatment administered, the injury is classified as serious.